Manufacturer narrative:
Event date: 2015. Mfg date: 09/2014. Based on the available information, this event is deemed to be a serious injury. A (B)(4) medical device reporting representative from the (B)(4) medwatch department contacted convatec on july 14, 2016 regarding a MFR report # correction involving previously submitted reports MFR# 1049092-2015-00537 and supplemental MFR # 1000317571-2016-00051 follow-up report# 01. Convatec was instructed to resubmit the corrected initial report under MDR # 1000317571-2016-00051 with all information. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports peristomal irritation 5 to 6 weeks ago under the device only. End user reports she saw her physician and he advised her to stop using the device and apply triamcinolone salve two times daily. End user states the irritation has resolved.

Manufacturer narrative:
Due to the site of manufacture update, the initial MDR, MFR report # 1049092-2015-00537 is being replaced with MFR report # 1000317571-2016-00051. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Should additional information become available a follow-up report will be submitted. (B)(4).